Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that the lvp was found on shelf with a note that said "channel error". It was tested found to have a bad upper pressure sensor. The pressure sensor was replaced, preventative maintenance and tests were run and the device passed. There is no further information available.